Manufacturer narrative:
Investigation summary: four photos were received by our quality team for evaluation. From the photos, it was observed that the safety mechanism was not fully activated and there was blood at the needle hub flashback chamber. A device history record review found no non-conformances associated with this issue during production of this batch. As the actual sample was not returned for evaluation, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism would not activate. The following information was provided by the initial reporter. The customer stated: "after venipuncture for the patient, the hcp attempted to activate the safety mechanism to retract the needle; however, it didn¿t work and the needle was exposed." There were no reports of injury or medical interventions at this time.

Manufacturer narrative:
Investigation summary: four photos were received by our quality team for evaluation. From the photos, it was observed that the safety mechanism was not fully activated and there was blood at the needle hub flashback chamber. A device history record review found no non-conformances associated with this issue during production of this batch. As the actual sample was not returned for evaluation, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism would not activate. The following information was provided by the initial reporter. The customer stated: "after venipuncture for the patient, the hcp attempted to activate the safety mechanism to retract the needle; however, it didn¿t work and the needle was exposed." There were no reports of injury or medical interventions at this time.